Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2021-27903. It was reported that the patient presented remotely via merlin.net. Upon review, it was found that the patient's left ventricular (lv) lead was exhibiting inappropriate low voltage output. It was further noted that there were possible issues with the patient's right ventricular (rv) lead as well. There was no further information regarding the issues on the rv lead. No intervention was performed. The patient was stable.

Event description:
New information received notes that the patient's left ventricular (lv) lead was found to be dislodged. The dislodgement resulted in capture failure and also caused discomfort due to excessive phrenic nerve stimulation for the patient. The physician elected to reposition the lead. During the procedure, the stylet failed to be advanced through the lead. The lv lead was then explanted and replaced. The patient was stable.